Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass procedure (cpb), there was no revolutions per minute (rpm) or flow readings from the centrifugal module with the speed knob turned all the way up. When no flow or rpm readings were displayed, the perfusionist (ccp) heard a noise and noticed air in the disposable pump head. The centrifugal unit was being controlled from the centrifugal module, not the central control monitor (ccm). The device was not changed out. The surgery was delayed about fifteen minutes. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the patient. Per clinical review: on the initiation of cpb, the ccp was not able to generate arterial blood flow. The rpm of the centrifugal pump was increased to near 2900 rpm and no arterial flow was able to be produced. The ccp then noticed air in the centrifugal pump head an elected to abort the attempt to initiate cpb. The ccp changed out the centrifugal pump head. This was done off-cpb as the patient was never to able to be placed on cpb, due to the lack of forward blood flow. The pump head was changed out, primed and de-bubbled. Then cpb was initiated without difficulty. This delayed the introduction of cpb by eight minutes. After cpb was initiated post change out, the remainder of the procedure was without issue.

Manufacturer narrative:
The software data logs were returned to the manufacturer for further evaluation. After reviewing the details with the ccp, it is likely there were no issues with the centrifugal hardware or centrifugal disposable pump head. The perfusion team uses flexible, soft shell venous reservoir bags and in this case the fluid volume in the venous reservoir was very low prior to cpb. It appears the venous bag collapsed on the initiation of cpb, and the ccp increased the pump speed from 2200 rpm to near 2900 rpm when no flow was being produced. This change in pump speed was verified in the system-1 perfusion log data. Increasing the rpm would collapse the bag even more and pull air into the bag or create cavitation at the pump inlet. This is likely why air was observed in the pump head. The ccp struggled to de-air the pump head and elected to change the pump head.